Manufacturer narrative:
(B)(6). This product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is the unit has low o2 or yellow light. The key failure is a power switch that is not producing an alarm. Additional malfunction listed on irs of a pilot valve poppet not switching would be the key to the indicated reason for repair of low o2 or yellow light. 3500a report is based on the reported key failure of no alarm from the power switch.